Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced difficulty pairing an ilet pump with a freestyle libre 3 plus sensor, with the pump remaining in the pairing state after the user had scanned the sensor; upon guidance to rescan, the scan was successful and the user was advised about the sensor pairing and warm-up period, and the issue resolved. No adverse clinical symptoms were reported. Outcomes included no alerts, no alarms, and no medical intervention. User support included troubleshooting and user education through customer support. Investigation of this case revealed that the device functioned as designed after proper scanning and adherence to the sensor warm-up process, indicating no device malfunction and no component failure. It was concluded, based on previously established findings for similar reports, that the most probable cause was temporary pairing delay related to workflow.